Manufacturer narrative:
E1- initial reporter phone - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, device had display issues; when it was connected, the version displayed was the vascular version, instead of cardioversion. There was no patient complications reported.